Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the lead proximal segment was returned to the manufacturer and analyzed. All conductors were fractured and distorted. The proximal conductor was stretched and the outer insulation had cosmetic depression.

Event description:
It was reported that the right ventricular [rv] lead was fractured with visible exposed conductor wires at time of explant. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.